Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the device applied to the tissue it did not open. The tissue fell out the jaws without opening the device. They used another like device to complete the procedure. There was no patient injury.